Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development event evaluation was conducted. The report indicates the returned 130 degree aiming arm (part#357.366, lot#1884628) was manufactured in may 2008 and is approximately 5 years old. The returned buttress/compression nut (part#357.371, lot#5691245) was manufactured in april 2008 and is over 5 years old. During this evaluation, the returned aiming arm and buttress/compression nut from this complaint were assembled with known good mating instruments to complete the insertion construct in order to evaluate the function of the returned devices. The construct assembled and the returned devices aligned and engaged and disengaged on each attempt as intended. The complaint condition could not be replicated during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history record revealed there were no mrrs, ncrs, or other complaint related issues associated with this complaint.

Event description:
During a trochanteric fixation nail surgery on (B)(6) 2013, the surgeon was attaching the buttress/compression nut and helical blade for insertion into the aiming arm. Reportedly the buttress/compression nut would not lock into the aiming arm device. The surgeon manually held the guide sleeve and the aiming arm for insertion of the helical blade. It was reported an additional 5 minutes was added to surgery due to this event. This is 2 of 2 reports for the same event, complaint #(B)(4).